Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test. Identification of issue has been done by analyzing problem description and service report. The device's logs were not attached. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. According to the information provided by the technician, the air gas modules was identified as faulty and was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).